Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant late loosening and not installing the implants deep enough through the si joint. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition." Part number, lot number, manufacturing date, expiration date and gtin number: 1st (superior): ifuse implant, p/n 7050-90, lot# 493853, mfd. 03/27/2017, exp 2022-03-27, gtin (B)(4). 3rd (inferior): ifuse implant, p/n 7035-90, lot# 493927, mfd. 05/10/2017, exp. 2022-05-10, gtin (B)(4).

Event description:
The patient had a previous 2 level lumbar fusion to s1. The patient had left si joint arthrodesis in (B)(6) 2018 where three implants were installed. The patient complained of si joint post the initial surgery. A different surgeon determined some radiolucency around all three implants; however, not enough that it was extremely loose but enough to wants to remove them and perform a revision. The middle and most inferior implants were also bit short and not fully across the si joint. In (B)(6) 2021, the surgeon removed the superior and inferior implants using chisels. He then installed new hardware into each of the explant voids. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.